Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient had apump implanted in (B)(6) 2014 and had it for 6 months. The surgeon put the pump in the same place for the third time when her wound opened up and became infected. The patient could actually see the pump coming out. The pump was taken out in (B)(6) 2015. The patient went without pump for about 1.5 years and it was really bad. No further complication was reported.